Event description:
The caller stated he was given a tracheostomy tube with a complaint that it broke where inner cannula connects to the tube. He did not know if it was pretested. He did not know when it was placed in the patient, or for how long. He does know that the item was in use on a patient when they noticed the failure. The tracheostomy tube was removed from the patient, and a new unspecified tracheostomy tube was inserted.